Manufacturer narrative:
Image review three photographic images of post procedure cine images were received for analysis. In the first image, based on the stent cell strut structure and radiopaque marker hoops the implanted stent is an everflex stent. The vessel appears to be tortuous where the stent is implanted at the distal end, (away from the heart), of the stent appears to be offset and fractured. The vessel exhibits aneurism characteristics at the distal end of the stent. The distal stent rows appear to be fully expanded and not supporting the vessel wall. The second image provides more clarity; the stent cell structure is more clearly defined, and the stent cell fracture appears to be between the third and fourth row of stent cells of the distal end of the stent. In the third image a guidewire and pta catheter has been positioned within the stent reducing the tortuosity of the vessel. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician implanted everflex entrust self-expanding stent in the proximal brachial artery during procedure. The vessel diameter and lesion length were 7mm and 80mm respectively. The device was prepped per IFU with no issues identified. A medical intervention was needed to prevent a permanent impairment of a function. It was reported that the old (implanted) stent broke and it was necessary to implant two stents to correct. The stent fracture was noted at the beginning of the recent procedure, the fractured stent was implanted years ago. The patient did not present pain, and the previous exams did not show the fracture. The fractured stent did not cause vessel damage. The patient's current status is healthy. No further patient injury reported.